Event description:
Additional information was received from the consumer regarding the patient on 2017-04-24. The consumer reported that nothing was done at the first meeting. The consumer reported that at the second meeting a new program was added. The consumer reported that at the third meeting another program was added and it still didn¿t reach the ball of foot and was showed how to change. The consumer reported that 3 programs had been added between (B)(6) 2017. The consumer reported that if you increased stimulation high enough to get to foot, you couldn¿t function. The consumer reported that the uncomfortable stimulation in the foot was not resolved and that they were told to call patient services and they did with no help. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from friends/family of a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's device was implanted to control the pain in their foot however patient didn't get any comfort from the device. When stimulation was increased for the patient to feel it in his foot, it felt uncomfortable. When it was up that high patient couldn't walk so the patient kept stimulation down low which didn't help him. Patient had 3 different groups and none of them seemed to do anything for the pain in the foot. Patient was reported to be taking pain pills like he used to. Patient reportedly got some relief during the trial which was successful. However the physician thought the wire moved when the patient got off the table with the trial device. Stimulation was going down the wrong side but a manufacturer rep was able to get it down to the correct side. Patient was redirected to follow up with the physician for reprogramming. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp was not in charge of the day to day operation and adjustments of this patient's device. They stated that their pain management physician is in charge of that. No further complications were reported.